Event description:
Philips received a complaint reporting that the device had an error code 1104 "backup alarm failed". The system was not in clinical use; there was no reported harm to patient/user. The device was removed from service. The manufacturer's product support engineer (pse) evaluated the device. During troubleshoot he observed error code 1104 "backup alarm failed¿. To resolve the issue, the pse replaced the cpu board. System overall checking, cleaning, run testing, and a function test were performed. No other anomaly was observed.

Manufacturer narrative:
The removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. Visual inspection of the board revealed no anomalies. The pil technician installed the cpu pcba into a pil v60 standard test bed (stb) for testing. The technician confirmed the reported alarm code in the device event log. However, neither the occurrence nor the associated error code could be duplicated at the pil during boot up of the cpu pcba or standard test bed operation using the cpu pcba. The pil technician reported the cpu pcba passed all engineering testing and all voltages required for the proper operation of the system are well within specification. With the unit in a no power or hardware power fail state the pil tech allowed the visual and audible back up alarm to operate for a period of 2 minutes. Both the visual and audible alarms operated without issue.